Event description:
It was observed that during the device evaluation, the ureteroreno fiberscope exhibited a chipped bending section cover glue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chipped bending section cover, the cause was due to an expected or random component failure, without any design or manufacturing issue due to problems caused by the cut, tear, or fracture of a component, object, or material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.